Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle partially fired when the pod was activated indicating a needle mechanism failure. The cannula was visible after the pod was removed and the pink slide status is unknown. No impact to the patient's glucose level was reported. As treatment, a new pod was applied.